Event description:
While troubleshooting an occlusion error, pt discovered that the needle, in infusion set was "warped", which caused insulin leakage. As a result of the insulin leakage, blood glucose was elevated (29 mmol/l). Pt selt-treated by delivering several units insulin, via injection.